Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. An actual sample was returned for investigation. The returned sample was cut into 3 separate pieces as shown in the picture provided. Based from the complaint description, it was likely that the catheter experienced a difficulty in deflating the balloon or nondeflation issue since the water from the balloon failed to drain spontaneously upon retraction. To verify the accessibility to the balloon deflation, the actual sample has undergone a couple of testing. The sample was first inflated with 3ml of water using venflon needle shows no issue to stay inflate. The sample was then subjected to deflation testing using the same method. Once again, the sample are able to deflate completely without having any difficulty. Non-deflation could be due to several reasons such as improper fixation of syringe to the valve, faulty valve and blockage of inflation lumen. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease other remarks: deflation process. Besides that, based on the lfu, it was advice to cut the shaft near the entry site as to allow the liquid to flow out of the balloon if the valve fails to deflate the balloon. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection, 20 minutes leak test and 100% deflation process. Catheter with defective balloon will be called out during this process. Balloon could not be deflated may due to several reasons. However, the returned sample exhibits no such issue during testing. Therefore, this complaint could not be confirmed.

Event description:
The urinary catheter was used at the operation theatre. A surgeon put the catheter in place and put 5 ml saline in the balloon. Few minutes later the nurse was going to remove 2 ml from the balloon and she was not able to extract any liquid with the syringe. She told me when she put the syringe in the socket she felt that something was wrong (not any pressure etc.). Next thing was to cut the tip of the catheter but no water came out of the catheter from the balloon. Then they put a venflon needle in the canal and they could extract the water from the balloon in droplet size and it took an hour.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The urinary catheter was used at the operation theatre. A surgeon put the catheter in place and put 5 ml saline in the balloon. Few minutes later the nurse was going to remove 2 ml from the balloon and she was not able to extract any liquid with the syringe. She told me when she put the syringe in the socket she felt that something was wrong (not any pressure etc.). Next thing was to cut the tip of the catheter but no water came out of the catheter from the balloon. Then they put a venflon needle in the canal and they could extract the water from the balloon in droplet size and it took an hour.